Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller was inquiring about the patient going through airport security and it messing up with patient's settings. The caller stated the airport security didn't let the patient do a pat down when going through the security and had patient go through the machine. The caller stated after the patient passed through the airport security the patient stopped listening and fell down. The caller stated the patient didn't say the patient felt a change in stimulation but the patient wouldn't use their cane as they were supposed to. The caller stated the patient was walking fast. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient went to the clinic after their emi and fall. They analyzed the dbs device during the clinic visit and concluded there were no issues found. There were no further complications reported.